Manufacturer narrative:
Date of event: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® specimen collection assembly with bd¿ blunt plastic cannula had an expiration date discrepancy between the individual boxes and the website and with the case and individual boxes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.